Event description:
On (B)(6) 2022 nalu was made aware of an explant procedure. Patient presented to the doctor with redness and swelling at the incision site. Per physician testing, patient was determined to have cellulitis and physician elected to remove the nalu system.